Manufacturer narrative:
Concomitant medical products: product ID: dtba1d4 ICD, implanted: (B)(6) 2017; product ID: 5076 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and variable/increased pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.